Event description:
It was reported that the user was unable to attach the adapter to the pump during a supply change, describing the connection as stuck, and the issue resolved after the user swapped out the connectors. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included troubleshooting and user education performed by support. Investigation of this case revealed a temporary mechanical connection difficulty at the connector interface that was resolved with a replacement connector, consistent with a connection or fastening issue related to the pump¿s connector component. It was concluded, based on previously established findings for similar reports, that the cause was user interface or handling-related connection difficulty.